Event description:
Event description guidant received information that there was a patient injury during the implant procedure for this lead. The procedure was long due to difficulat venous access. A firm wire was used to try to obtain lead position. As the lead was advanced there was a perforation. This was evident by the lead advancing into the pericardial space.